Manufacturer narrative:
B5: it was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Pump displayed tx error. Event date: (B)(6) 2020. How long has the tx been in use? (B)(6) 2020. Did customer use tx more than 3 months? No. Tx ID/sn: (B)(4). Is tx in warranty? Yes. Customer's current weight: (B)(6). Is customer using dexcom mobile app? No. Resolution; tx within warranty. Cts returned, and replaced the tx. Cts also to send replacement g6 sensor to maintain customer satisfaction. Customer acknowledged, and satisfied.